Event description:
A customer reported occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer managed the situation by delivering a correction bolus via the pump and resolved the occlusion issue by changing the infusion set and cartridge, then resuming insulin therapy.